Event description:
Report received from (B)(6) stating the device was "making excessive noise". The device was being used during surgery. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. Ref: (B)(4).

Manufacturer narrative:
Ref: (B)(4).